Event description:
The customer reported that the system displayed a generator error message. This error message will likely result in a system shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A c-arm cable was replaced. The system was then found to be operating as intended.